Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-01877 through 1221359-2022-01879 .

Event description:
The customer reported false positive results with the ID now covid performed on (B)(6) 2022 a direct tested nasal kitted swab.confirmation test (pcr) was performed and generated negative result. The patient was asymptomatic. Repeat testing was performed 2 other times with false positive results. No additional patient information, including treatment and outcome, was provided. This MFR. Report addresses test one (1) of three (3) tests, involving lot number (m174659) quantity (1).

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m174659 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m174659, test base part number 190-430 / lot m174659. The lot met the required release specifications. A review of the complaints reported as false positive and/or false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m174659 showed that the complaint rate is 0.009% (5/55296). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference.